Event description:
Procedure: lung biopsy. According to the reporter: the procedure was performed on (b)(6 2013, and 2 cartridges were used to excise 2 separate parts. The procedure was completed without problem and the pt was discharged from the hosp on (b)(6. However, on (b)(6, the pt complained of chest pain and was diagnosed as hemothorax, and re-operation was performed to arrest hemorrhage. The bleeding occurred from the intercostal artery where staple line was used, and the bleeding point was located next to the end of the staple line. The surgeon commented the staples were formed properly. Pt has recovered. Pt age, weight and gender: unk. No info about the use of reinforcement material.

Manufacturer narrative:
(B)(4).